Manufacturer narrative:
(B)(4). The product was not available for investigation, therefore no manufacturer laboratory investigation was possible. A review for similar complaints was performed with no incident with a product returned for investigation was found. Based on the fact that no lot # could be provided by the customer a DHR review was not possible. The failure was determined to be the 3rd of it's kind and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time. (B)(4).

Event description:
Physician indicated performance concern using cardiohelp. Concern is high hemolysis rate. Physician needed to transfuse patient often. Complaint was within the past year but never reported. Physician indicated that flow rates rapidly decreased for a given rpm. No patient data date, patient parameters, or patient information besides the statement was available other than the patient was a pre-operative lung transplant patient. No information was available other than the bed number for the patient in the ICU. We could not trace back the data requested from that information. The clinician indicated that the oxygenator was changed. Nothing further is available. Item is not available for investigation. (B)(4).